Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at lead evaluation externalized conductors were observed. No electrical anomalies were noted. During a device change-out, the lead was capped and replaced.